Event description:
After placement into the patient, it was determined that the lock of the mitraclip failed, and the clip would not remain closed. The clip was removed and replaced with no harm to the patient. The clip was given to the rep and will be returned to abbott for evaluation. Manufacturer response for transcatheter mitral valve repair device, mitrclip (per site reporter). Clinical site gave the product to the rep directly, rep was present.